Event description:
It was discovered in testing that a pump displayed a false upstream occlusion alarm. There was no patient involvement, as the malfunction was discovered in testing.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom was confirmed and reproduced. Testing experienced a false upstream occlusion alarm during warm up. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.